Event description:
The patient reported that at approximately 12:30 pm, the omnipod 5 app for iphone indicated that a 3-unit bolus had been delivered without any user action or authorization. The customer stated that blood glucose levels began to decline. Later the same day, at approximately 2:30 pm, the system reportedly administered an additional 6-unit bolus without user initiation. The customer reported that the blood glucose level decreased to nearly 50 mg/dl following the reported insulin deliveries. The patient reported self-treatment of the low blood glucose; details of the treatment were not provided. The patient stated that no notifications, alerts, or alarms were received on the controller and that this was the first occurrence of the issue. At the time of the event, the device was in the patient's back pocket.

Manufacturer narrative:
In the case description, the user mentioned receiving a 3 u bolus, then a 6 u bolus two hours later both uncommanded. The physical controller was not received for investigation. Ios log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the ios log files confirmed a 6 u bolus delivered on the date of occurrence, but a 3 u bolus was not found. The audit log files showed that a 2 u bolus was delivered around 12:30. Review of the engineering log files showed that, before the 6 u bolus an 8.45 u bolus was programmed and started, with the logs showing the use of custom foods to load a carb entry and the confirm button being pressed to deliver the bolus. Shortly after the 8.45 u bolus, the bolus button was pressed to open the bolus calculator, the total bolus box was tapped into to edit the total bolus volume, increasing it from 0 u to 6 u before being tapped out of again to end editing. And the confirm button was pressed to begin delivery of the 6 u bolus. Review of the log files for the 2 u bolus delivered around 12:30 found that the bolus button was pressed to open the bolus calculator, the carb entry was updated one digit at a time from 0 g to 25 g, the use sensor button was pressed to load a glucose value of 106 mg/dl into the bolus calculator, the total bolus box was tapped into to edit the total bolus volume to 2 u before the total bolus box was tapped out of, and the confirm button was pressed to begin delivery of the 2 u bolus. Evidence of interaction with the controller to program and confirm the boluses delivered was observed in the log files. No evidence of an uncommanded bolus was observed in the available log files. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.5 hardware: iphone14.7. Cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.